Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was starting quite a while ago probably close to a year when the pt attempted to recharge ins it took over a day to get maybe 30% of the ins battery charged; pt would start the ins charge session with 100% to the controller battery and when the ins got to 30% pt would need to recharge the controller again. Then they turned the ins on which usually charged all day then they took it off to go to bed; by the time pt woke up the ins battery charge would be gone. Pt would recharge the ins off and on when they had time to wear the rtm. Normally when the equipment was good they used the ins 24/7. The recharging session always said excellent or good and before the pt could walk around with it but lately the pt had to sit and push the recharger against them to get a reading. Pt noted the ins battery got really warm when they attempted to recharge the ins since the issues started with recharging. Pt also mentioned they had a couple big falls. During call pt verified no damage to the controller charging port or to the rtm. Pt reset the controller and blew into the controller charging port. Pt attempted to recharge the ins, pt got no device found. Pt attempted to go through passive recharge. Pt was able to recharge their ins battery at excellent. Pt will monitor ins charging and call back if duration was still increased.